Event description:
It was reported that at initial intubation it seemed that the tube was leaking air from the cuff, and the user removed that emg tube to replace it with an identical emg tube (also lot #0207792530), which the user kept in place for the remainder of the procedure. However, during the procedure the users would intermittently have to inject air into the cuff to keep the tube in place. There was no patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.